Event description:
Pacer set at vvi mode rate 60. Firing occurred on t-wave with patient heart rate 70. Patient developed vt and required intubation, CPR and defibrillation. Transferred to ICU. Pacer generator changed out.